Event description:
It was reported that during a ptci procedure, after a successful stent placement in the lcx, the lesion was post-dilated and the post-dilatation balloon ruptured causing a perforation. A periocardiocentesis was performed. The esprit was then advanced to the perforation, but its position was misinterpreted and was inadvertently placed deeper into the lad than intended (contrary to IFU). The balloon was inflated to 8 atm, and a perforation was then noted in the middle lad. Further attempts to intervene were not succesful. The pt was sent to CABG, and then had stroke. Reportedly, the pt eventually died.